Event description:
Boston scientific received information that interrogation of this device revealed a high out of range shock impedance measurement. It is unknown whether the right ventricular lead is a boston scientific product. The physician was aware of this issue. No adverse patient effects were reported.

Manufacturer narrative:
According to available, this device remains implanted and in service. Should additional information become available, this event will be updated.